Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to remove the battery cap off the insulin pump. Customer mentioned the battery cap was damaged. The customer¿s blood glucose level was 286 mg/dl at the time of the incident. Customer treated the high reading with the insulin pump. The customer also reported that thery were hospitalized due to pneumonia and the blood glucose went up to 800 mg/dl. The customer did not state if they were wearing the device at the time of hospitalization. The customer was advised to discontinue use of the insulin pump if the battery is low. The product will need to be replaced. The customer will return the insulin pump for analysis.

Manufacturer narrative:
Pump received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.